Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error-3 message on her adc blood glucose meter and that there were also instances when "the meter would not read.¿ customer stated that on (B)(6) 2017 she was shopping at 3:45 pm when she ¿felt low, was sweating and shaking, and felt weak.¿ customer reported she had taken her normal 32 units of insulin 3.5 hours prior to going shopping, but was unable to test her blood sugar because her meter was not working. Customer reported she"passed out", experiencing a loss of consciousness and woke up in an ambulance. Paramedics tested the customer with a result of 21 mg/dl and treated her with intravenous glucose. Customer was taken to a hospital, where she was given food and remained at the hospital for 2.5 hours prior to going home. No additional treatment at the hospital was reported. Customer called her doctor and was advised not to take insulin until he saw her. Customer¿s doctor performed an aic test and modified the customer¿s insulin dosage from 32 units to 10 units. She was advised to continue taking victorza (liraglutide) and to test her blood sugar 4-5 times per day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of december 31, 2015 at the time of investigation, retain testing could not be performed. Additionally, as the strip lot was past its expiry date before the case awareness date of april 17, 2017, the strips were determined to have met specification throughout their useful life and no further investigation activities were performed. A tripped trend review was completed for the reported complaint and freestyle lite meters. Although trips were observed, no further investigation is required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving an error-3 message on her adc blood glucose meter and that there were also instances when "the meter would not read.¿ customer stated that on (B)(6) 2017 she was shopping at 3:45 pm when she ¿felt low, was sweating and shaking, and felt weak¿. Customer reported she had taken her normal 32 units of insulin 3.5 hours prior to going shopping, but was unable to test her blood sugar because her meter was not working. Customer reported she"passed out", experiencing a loss of consciousness and woke up in an ambulance. Paramedics tested the customer with a result of 21 mg/dl and treated her with intravenous glucose. Customer was taken to a hospital, where she was given food and remained at the hospital for 2.5 hours prior to going home. No additional treatment at the hospital was reported. Customer called her doctor and was advised not to take insulin until he saw her. Customer¿s doctor performed an aic test and modified the customer¿s insulin dosage from 32 units to 10 units. She was advised to continue taking victorza (liraglutide) and to test her blood sugar 4-5 times per day. There was no report of death or permanent injury associated with this event.